Event description:
Boston scientific crm received information that one day following the implant procedure, this dextrus atrial lead dislodged which resulted in atrial non-capture. The lead was explanted and replaced with a new lead in a revision procedure. No adverse patient effects were reported.